Manufacturer narrative:
Visual inspection confirms the event. The tip of the driver is twisted and has sheared off. The direction of the hexalobe spline deformation suggests that the instrument failed under a torsional load in the counterclockwise direction which would indicate that it was being used for removing/loosening rather than insertion/tightening. If used against the direction of the spline, the material is more likely to deform and shear. Review of device history records showed no manufacturing or procesing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off when removing a crosslink. The tip was retrieved.